Event description:
A surgical coordinator reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. She stated that the surgeon is certain the iol is correctly placed. In a follow-up, the surgical coordinator reported the lens was exchanged without complications. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 11/30/2011 and 12/08/2011 by phone, fax, and mail. Add'l info was received on 12/19/2011 by phone. A completed questionaire has not been received. (B)(4).